Event description:
This event happened in a retail pharmacy during our normal course of business. Pharmacy technician (B)(6) was removing insulin syr/ndl form its original box to fill a prescription. The box was new and sealed, there are 10 plastic bags inside the box, arranged 2 bags per layer, 5 layers per box. Each bag should have 10 syr/ndl, for a total of 100 per box. When she removed the second layer of 2 bags and attempted to put them in a bag, her left thumb was poked, and I can see a small amount of blood oozing out from the wound. She is left handed. I was at the same rx counter next to her when that happened. Upon examination, the sealed unopened bag that poked her actually has 11 syr/ndl inside and one of them has no needle cap. She was stabbed by that naked needle. She immediately washed her hands and applied alcohol to the wound. As a precaution, she was also seen by a doctor upstairs on the same day, received a tdap injection, an oral antibiotic, and a blood test. Results of blood test will be available from doctor in one week. No other naked needles or extra needles were found on any other bags of the same lot that we have in stock. Another bag deviated from the norm in that one syr/ndl was placed in opposite direction as the other nine in the bag. All syr/ndl from the involved incidence were quarantined and sealed in a box to prevent further handling, and secured in a locked metal cabinet.